Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to report back if any further malfunction codes appeared.